Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient stated on the day they get their pump filled at the doctor's office, within about 15 minutes afterwards, they felt a lot of tightness in their chest. The patient stated this has happened twice in a row, and both times within 15 minutes of the pump being filled. The patient mentioned they used to wear fentanyl patches before using the pump/pump therapy and when they would be outside and get overheated, it would release too much medication, which is what this is situation making them feel like, it was like they were getting too much medication. The patient also mentioned both times that this had happened, it took hours for them to feel better, and they would feel their chest get real tight, then they felt shortness of breath, then cold, then hot, and then they got nausea, so they had to go to sleep and end up going to sleep anywhere from 2-4 hours. The first time this happened they slept for like 4 hours straight and when they woke up, they were still a little bit groggy, like fuzzy headed, but by the next day, it was gone. This last time this happened it was the same thing. Patient had their cousin with them and they had to let her drive because they felt like nauseous like they were going to vomit, felt cold, and then felt hot. The patient stated 'I thought maybe I was anxious, because I was told that you can actually worry and make this happen but I wasn't. I've had the pump replaced once and I've never had issues. This pump has been life changing for me. And I don't experience anxiety or anxiety attacks.' The patient stated they just had to go sleep for 2 hours and it didn't fully get out of their system. They had it filled around 10:30 in the morning and it was about 7:30pm in the evening before they felt like themselves again. The patient stated they love the pump and do not want to go back to oral medications but are concerned about this. The patient stated they talked to their pump doctor, who told them this could be neurolo gical and redirected them to primary care, so they told their primary care physician about this, but that doctor did not want to waste their time or money sending them to a neurologist because this only happens within 15 minutes of a pump refill. The patient stated their next refill is in may. The patient asked if it was possible that something was pushing through the catheter or something was not placed right, or if there was an issue with the septum when the pump is refilled. The patient inquired how often the catheter has to be replaced. Agent reviewed considerations and redirected the patient to their healthcare provider to further address the issue.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the symptoms after the pump refill was unknown and that post operative ultrasound was normal and no pocket fill detected. They stated that post-fill ultrasound showed no medications/pocket fill. Aspirated volumes were consistent with anticipated volumes during refills on (B)(6) 2024. They stated that patient's symptoms did not occur in office. Due to no immediate issues detected during refill x2 the first time patient was instructed to go to the emergency room for evaluation. The second time, advised the patient to see representative (rep) to make sure nothing else was going on versus referral for replacement. The symptoms resolved after several hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.